Event description:
It was reported that during a lap cholecystectomy, a clip ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient. No unexpected resistance was felt while firing the trigger. There was no torquing or twisting of the device present. The jaws did not clamp anything hard. No clips were left inside the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.